Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that, after turning on the pump, the force sensor error message came on. Per reporter, new sensors were ordered and replaced the defective one, but the pump was still showing the error message. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer reported issue. The cause was identified to be a faulty main board. The main board was replaced to address this issue, and the left and right clutch, and clutch spring were replaced to fix the check clutch error.